Event description:
It was reported via literature that vascular injuries occurred. Registry study france pfa (B)(4) included all patients which had undergone a first atrial fibrillation (af) pulse field ablation procedure (pfa) across thirty-three (33) health care facilities in france between march 2021 and february 2024. This study aimed to provide exhaustive and prospective patient level data on a new ablation modality, pfa. Procedure summary five thousand two hundred and twenty-three (5223) patients underwent an af pfa procedure using a farawave catheter and acute pulmonary vein isolation (pvi) was achieved in five thousand two hundred and eleven (5211) patients. Procedures were performed with uninterrupted oral anticoagulation. All procedures were conducted under general anesthesia with endotracheal intubation, laryngeal mask, or deep sedation (spontaneous ventilation). Pvi protocol consisted of pairs of energy applications consisting of two (2) applications with the farawave catheter in the basket configuration, followed by a slight rotation of the catheter and two (2) additional applications. This ablation sequence was repeated with the farawave catheter in the flower configuration and applied at each pulmonary vein (pv) with a total of thirty-two (32) applications. Additional pfa applications at the pulmonary vein antra, left atrium roof, posterior left atrium wall, mitral isthmus (mi), superior vena cava (svc), and cavotricuspid isthmus (cti) were left to the discretion of the physician. Pvi was confirmed by the absence of discrete pv or atrial potentials at the pv antra, using the farawave catheter. Procedural complications of the 5223 patients included in the registry, eleven (11) patients experienced vascular complications which required either surgical intervention or endovascular treatment. No further information on the status of the patients is available.

Manufacturer narrative:
Chaumont, corentin et al. Countrywide introduction of pulsed field ablation for the treatment of atrial fibrillation: acute results from the france pfa registry. Heart rhythm o2, volume 6, july 2025, issue 7, 911 to 919. As the adverse events were reported via literature article device return for evaluation is not anticipated. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc and was not available because the adverse events were reported via literature article. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.